Manufacturer narrative:
The device and lens were returned separately. The iol was returned in a plastic specimen jar. Viscoelastic was observed on the lens. One haptic is broken in the gusset area (not returned). The center of the optic is scraped along the anterior surface with a pathway travelling from the 6 o'clock to the 12 o'clock position. The optic edge is split near one haptic and is broken in another area. The broken section of the iol was returned adhered to the posterior of the optic in dried solution. The posterior of the optic has light scratches. The device was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is fully advanced. The tip has stress lines beyond the depth guard. Heavier stress lines are observed along the right side. A qualified viscoelastic was used. The lens and device were returned separated. The root cause for the damage cannot be determined. The damage on the anterior surface of the optic may indicate a plunger override occurred. The nozzle tip also had heavy stress. This may indicate the lens or plunger was not in an acceptable position for advancement. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) in a preloaded delivery system was scratched. There was no patient contact. Additional information was requested.